Event description:
The customer reported via phone call that the insulin pump received replace battery alert. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer uses the suspend before low or suspend on low cgm feature. Customer states the battery cap not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning .the device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for alleged device unexpected battery power loss found on july 28, 2022. The device passed the displacement test and self-test. Device failed sleep current test and active current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. The device downloaded history confirmed the device alarmed failed battery alarm on july 27, 2022 at time 23:58:53.000, low battery alert on july 27, 2022 at time 23:57:00.000, replace battery now alarm on july 26, 2022 at time 17:55:00.000, and power loss alarm on july 28, 2022 at time 13:58:52.000 due to moisture damaged to the electrical boards. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: serial number label stained, end cap address label fading, scratched case, pillowing keypad overlay, unexpected battery power loss and high sleep currents was confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Moisture damage found on electronic assembly and force sensor. Device failed sleep current test and active current test due to high currents. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.